Event description:
It was reported that this inflatable penile prosthesis exhibited inflation issues due to fluid loss. A surgical procedure was performed to remove and replace the device. There were no patient complications reported.